Event description:
It was reported that the video system center had an image that was too bright. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
Technical assistance center (tac) asked the customer to check the maj-1941 cable, and he reported back that the maj-1941 was not connected to the cv-190. Issue is resolved after he reconnected the maj-1941 cable. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: g3; h2; h6 and h11. Corrected field: h8. The device was not returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting. Tac had the customer checked the maj-1941 cable and was not connected to the cv-190. Both issues are resolved after he reconnected the maj-1941 cable. Troubleshooting was able to resolve the reported allegation. The complaint was confirmed; the maj-1941 was not connected to the cv-190. The issue was resolved after customer reconnected the maj-1941 cable. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to user. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.